Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Concomitant medical products: 4194 lead implanted: (B)(6) 2006; 6725 plug implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had syncope. The right ventricular lead was found to have noise/oversensing and an alert was triggered due to non-sustained episodes and impedance variation. The lead was capped and replaced. No further patient complications have been reported as a result of this event.